Event description:
The customer stated that the unit has a 60 cycle interference on the ECG trace. No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the user returned the actual device involved. The complaint was confirmed and caused a weak connection between a cable (result code 423) and its connector (result code 435) on the preamp circuit board. The connector was removed and the cable was soldered directly to the circuit board per present process to resolve the issue. Upon completion of repairs, the device was returned to the customer.